Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "transfer patients back to the ward found that the pump built-in power supply storage capacity failure, change another pump." The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "transfer patients back to the ward found that the pump built-in power supply storage capacity failure, change another pump." The patient's current condition is reported as "fine".